Manufacturer narrative:
Upon notification to steris that an endoscope used on a patient with cjd was reprocessed in their advantage plus endoscope reprocessing system, a steris clinical representative immediately informed the user facility to stop using their unit, the endoscope subject of the event, and any other instruments that had been processed in the unit after the endoscope exposed to cjd had been first processed. Additionally, steris informed the user facility that incineration is recommended as the only unequivocally safe method for dealing with exposure of equipment and instruments to cjd and other prion transmitted diseases. The advantage plus endoscope reprocessing system operator manual states, "the medivators¿ advantage plus¿ automated endoscope reprocessor should not be used for the cleaning or high-level disinfection of endoscopes or related accessories that have been used on patients with known or suspected prion diseases, such as creutzfeldt-jakob disease (cjd) or variant creutzfeldt-jakob disease (vcjd)." The user facility indicated that a bleach cleaning was performed and has elected to continue to use the unit off-label. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the high-level disinfection of devices processed in the advantage plus cannot be guaranteed unless devices are processed in accordance with instructions for processing and use, and continued use could potentially result in serious harm to users or patients.

Event description:
The user facility reported that they had reprocessed an endoscope that was used on a patient who tested positive for creutzfeldt-jakob disease (cjd) in their advantage plus endoscope reprocessing system. It was reported by the user facility that following reprocessing, this endoscope was subsequently used on another patient.

Manufacturer narrative:
The advantage plus endoscope reprocessing system subject of the reported event is located at a different facility than initially reported. Additionally, user facility personnel subsequently clarified that there was only a "suspected", not confirmed, patient case of creutzfeldt-jakob disease (cjd).